Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The ruptured balloon was removed, and the procedure was completed with another of the same device. There were no complications reported.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The ruptured balloon was removed, and the procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: wolverine was returned for analysis. The following attributes were examined:balloon: a visual examination identified that the balloon was returned in a deflated state. Solidified media was present inside the balloon material. The device was placed in the water bath in order to allow the media to soften. The device was then removed, and the device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A pinhole was noted in the mid-section of the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Blades/pads: all blades were intact within their pads and fully bonded to the balloon material. Hypotube: a visual and tactile examination identified no issues. Shaft polymer extrusion: a visual and tactile examination identified no issues. Markerbands/ tip: the markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.